Event description:
The customer reported that an erroneous/imprecise thyroid stimulating hormone (tsh) result was generated from a unicel dxl800 access immunoassay system for two patients on two days. This is report one of two and represents the imprecise initial tsh patient result generated for one patient sample on (B)(6) 2011. The initial result was higher than expected and above the assay's normal reference range. The initial result was reported outside of the laboratory and questioned by the physician. Upon repeat testing on the same instrumentation, the result was still above the normal reference range but outside of the assay's stated precision claim. There were no reports of death, serious injury or modification to patient treatment associated or attributed to this event. The sample was collected in a serum tube. The customer indicated that the sample was collected off-site and hence it is unknown as to whether sample handling or pre-analytical factors could have contributed to the erroneous result. The customer did not believe that the sample was refrigerated prior to testing. Beckman coulter inc. Labeling indicates to refrigerate the sample if it is not to be processed within eight hours, and to freeze during shipment. All levels of instrument tsh quality control results recovered within customer established specifications during the timeframe of this event. No specific patient information was provided by the customer.

Manufacturer narrative:
Service was dispatched to the site on (B)(4) 2011. The field service engineer (fse) performed a high sensitivity system check which met established specifications. Although sampling handling may have been a contributing factor, a definitive root cause has not been determined to date. Mdrs associated with this event: 2122870-2011-03114, 2122870-2011-03069.